Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient noticed that the white cable would give audible and visual alarm when held in a certain position along with power disconnect alarm with yellow blinking light observed as well. The facility performed a controller exchange. Primary controller replaced with backup. New backup controller requested under warranty with 2.0lpm software already installed, specifically addressing the issue with power lead disconnect alarm while the patient was indeed attached to a power source on the white lead. No further alarms. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the log file analysis and controller testing. The log files spanned approximately 6 hours (06jan2021 from 08:41 to 14:24 per the timestamp). Atypical power cable disconnect alarms activated on 06jan2021 from 13:57 to 14:22 due to an invalid rsoc fault on the white power cable not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller ability to operate the pump at the set speed limit. No other notable alarm was observed. Initial evaluation of the returned hm3 system controller, revealed power cable disconnect alarm when manipulating the white power cable. Hi-pot test was performed on the power cables and found no current leakage while manipulating the power cable. The white power cable was stripped down to the wires and no issue was found. Prior to stripping the cable, the controller was functionally tested and was connected to a mock circulatory loop for an extended period and the system controller supported a system without issue throughout testing. A root cause of the reported event was not determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.